Manufacturer narrative:
The investigation determined that discordant, false non-reactive patient sample results were obtained when tested using vitros anti-hcv (ahcv) lot 5100 on a vitros 3600 immunodiagnostic system. The results were discordant when compared to results obtained from vitros ahcv lot 4990 for the same patients. A definitive assignable cause could not be determined with the information provided. Historical qc results suggest acceptable performance of vitros ahcv lot 5100. Additionally, ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros ahcv lot 5100. There was no evidence to suggest an instrument issue and diagnostic precision testing around the time of the event demonstrated acceptable performance of the vitros 3600 immunodiagnostic system. It is possible the handling and storage of the patient samples beyond 4 weeks at -20c prior to testing on (B)(6) 2022 is a contributing factor, but this could not be confirmed. (B)(6)

Event description:
The investigation determined that discordant, false non-reactive patient sample results were obtained when tested using vitros anti-hcv (ahcv) lot 5100 on a vitros 3600 immunodiagnostic system. The results were discordant when compared to results obtained from vitros ahcv lot 4990 for the same patients. Patient 4, vitros ahcv results of 0.22 s/c (non-reactive) versus a vitros ahcv lot 4990 result of 1.47 s/c (reactive) patient 7, vitros ahcv results of 0.49 s/c (non-reactive) versus a vitros ahcv lot 4990 result of 2.13 s/c (reactive) patient 8, vitros ahcv results of 0.20 s/c (non-reactive) versus a vitros ahcv lot 4990 result of 3.24 s/c (reactive) patient 9, vitros ahcv results of 0.44 s/c (non-reactive) versus a vitros ahcv lot 4990 result of 2.51 s/c (reactive) patient 12, vitros ahcv results of 0.08 s/c (non-reactive) versus a vitros ahcv lot 4990 result of 2.63 s/c (reactive) biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reactive vitros ahcv results were obtained when the customer was performing a patient correlation study. No vitros ahcv lot 5100 results were reported form the laboratory and ortho has not been made aware of any allegation of patient harm as a result of this event. This report is number one of five MDR¿s for this event. Five 3500a forms are being submitted for this event as five devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).